Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the cartridge would get below 50 units, the pump did not deliver the complete basal amount and the pump delivery rate would become slower. Reportedly, this issue occurred with multiple cartridges. Customer reported blood glucose levels have reached up to the 300 (mg/dl) range. Tandem engineering reviewed the customer's allegation and confirmed that the pump is performing as intended. Tandem technical support educated the customer on the explanation from tandem engineering; customer acknowledged and understood all information. Customer is happy with the performance of tandem pump and did not allege any additional issues.